Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements on this pacemaker dropped to low and out of range a few months post-implant. A lead safety switch occurred and the impedance returned to within range. Inhibition of pacing of approximately two seconds was noted after the shift in impedance. It was also reported that the patient was seen in the emergency room following an automobile accident; the device was programmed back to bipolar sensing. The field representative reported that the patient believed the accident either after he fell asleep or passed out. No episodes were stored in the device corresponding to the time of the accident. Boston scientific technical services (ts) recommended checking the lead. Noise and oversensing could not be recreated and the field representative reported that the issue would be monitored. No additional adverse patient effects were reported. This device remains in service.